Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the third-party service center, service required codes were found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issues. In addition of the above evaluation, all errors related to power and voltage have been fixed by proper inserting the detachable battery board to board cable, and during the calibration of the unit. The device¿s air foam inlet filter will be replaced due to preventive maintenance.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.